Manufacturer narrative:
Corrected section d1/d2.

Manufacturer narrative:
The engineering evaluation identified the following: the manufacturing records were reviewed, and the device lot met all pre-release specifications. This evaluation concludes the failure mode for this complaint is the distal tip bond was not created based on observation of the returned item and comparison with observation of known devices with good distal tip bonds. The cause of this process failure remains unknown. H6. Corrected the conclusion code.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient was being treated for a stenotic lesion in the patient¿s superficial femoral artery using two gore® viabahn® endoprostheses. The first viabahn was advanced and implanted with no issue. The second viabahn was advanced and implanted successfully for distal extension. However, as the viabahn was being withdrawn from the patient the tip of the catheter reportedly separated from the catheter. The physician stated it is unknown what caused the separation of the catheter tip. The tip was still on the wire and was grabbed and removed from the patient¿s body with a snare device. The patient tolerated the procedure.

Manufacturer narrative:
The engineering evaluation identified the following: the manufacturing records were reviewed, and the device lot met all pre-release specifications. This evaluation concludes the failure mode for this complaint is the distal tip bond was not created based on observation of the returned item and comparison with observation of known devices with good distal tip bonds. The cause of this process failure remains unknown. Corrected conclusion code